Manufacturer narrative:
The returned 14 volt power module patient cable (patient cable) was functionally tested with the use of a test power module, the returned system controller, a test pump and a test system monitor. The system operated as intended for the entire test period. The voltage provided to the system controller via the test power module and returned patient cable was at a constant level of 14.3 to 14.4 volts for the entire test period. The returned patient cable successfully passed the electrical continuity and insulation resistance tests. The cable, leads, connectors and strain reliefs on the patient cable were unremarkable and not damaged. Functional testing performed on the patient cable found that it provided sufficient voltage to the system controller and provided normal pump telemetry on the test system monitor. The returned patient cable functioned as intended. A correlation between the reported events and the patient cable could not be determined through this investigation.

Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. Approximate age of device - 2 years and 3 months (calculated from the manufacture date.) The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital with shortness of breath. The customer stated that the patient¿s system controller began alarming the day prior; however, they were unable to determine if the alarms were due to the power module patient cable, the system monitor or the system controller. The message on the patients display monitor said ¿replace system driver¿. There were no battery or heart alarms on the system controller, only a green I lit up instead of the +. When the patient was switched to the center¿s system monitor the message said ¿unable to connect¿. The patient¿s system controller was exchanged, and the alarms and messages resolved, but an event was still being tracked every few minutes. The customer stated that only a date and time was captured for the events and there was no alarm message. The customer reported when they connected the patient¿s old system controller to a different monitor the message said "replace controller". Log files from both the primary and backup system controllers were provided to the manufacturer's technical services representative for review. Multiple low speed hazard alarms and 3 pump stoppages were observed while the system was connected to the patient cable and power module. The voltages in the log file while the lvas system was connected to the patient cable were below the specification of 14 volts. The below average voltage readings is an indication that the cable may have been the cause for the events. The patient cable was exchanged. No further issues have been reported.